Event description:
"Cutting is choppy." Add'l attempts to obtain further clinical info were made but add'l clinical info was not received at the time of this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.